Manufacturer narrative:
The device was returned to a local service centre and an evaluation was performed. The evaluation confirmed that the device alarmed when the power supply unit was disconnected. Visual inspection found that the internal battery was deformed. The evaluation determined that the reported complaint was due to a defective internal battery. The internal battery was replaced to resolve the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device internal battery was not charging and the device was alarming upon shut down. There was no patient injury reported as a result of this incident.